Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4965-25 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead fractured. The ra lead was explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.